Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "rupture left implant and worsened event bi". The device has been explanted.

Event description:
Patient reported left side ¿refractile foreign material with chronic inflammatory cells, numerous foamy cells and scattered multinucleated cells¿, diagnosed as, ¿fibrotic capsule with foreign material and reactive changes¿ per histopathology report.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.